Event description:
Customer reported via phone call that their screen went blank. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump display intermittently fades out and goes blank after pressing any button due to short at the lcd driver board. Programmed the insulin pump with the current time and date and monitored for five days, the time has not drifted and is accurate and no frozen display occurred during testing. The insulin pump powered up properly after battery installation. Pump passed self test and no missing or partial display noted. The insulin pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.